Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up and down arrows and contrast buttons were difficult to push and had delayed responses. The patient denied damage to the keypad and reportedly wore the pump in a pocket. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were intermittently unresponsive. The down arrow button would auto scroll and the up arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.